Event description:
A paramedic called for help with his facility's contour meters. He stated that another paramedic tested his blood glucose and received a reading of 350 mg/dl using one contour meter. He retested using another contour and received a reading of 114 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The caller also alleged that control tests were performed and the results were "hi" and 320 mg/dl. A normal control range was not provided, but should be around 100-138 mg/dl. No adverse events were alleged. The caller declined to troubleshoot the systems. The test strips and meters are to be returned for evaluation. Replacement products were sent to the customer.